Event description:
A (B)(6) customer's father called to report that a blood test was performed on the contour link meter and result was 0.6mmol/l. The blood was retested on the contour usb and result was 11mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Advocate is expected to return the test strips for evaluation.

Manufacturer narrative:
In some countries outside the united states, customer info is not provided due to privacy laws.